Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 8 months post-implant, the patient presented to the hospital with a severe driveline infection. A CT scan also revealed a potential pump pocket infection. Therefore, the surgeon decided to exchange the pump on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
Additional information: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: prior to the pump exchange procedure, the surgeon re-tunneled the percutaneous lead in order to treat the infected exit site properly. The patient was scheduled to be transferred to a transplant center; however, it was not possible due to the patient's weak condition. The explanted pump was not available to be returned for analysis.